Manufacturer narrative:
The no therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, inadequate fixation, and no attempts to reprogram the waa have been ruled out as potential causes. Additionally, the patient did not engage in activities with excessive twisting or bending and did not experience a fall. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended. Refer to issue-(B)(4) for the investigation of late complaint reporting.

Event description:
The patient reported loss of therapy as well as, a few moments of jolting. The device was reprogrammed and resolved the jolting. Additionally, migration was confirmed via x-ray. The patient is considering undergoing a revision procedure. However, the decision has not been confirmed. Therefore, the physician and clinical representative will continue to work with the patient on the next steps.